Event description:
Corail neck fracture.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
A recall was performed in 2004 concerning corail amt stems. (B)(4). This recall was performed because the concerning parts were laser etched on the neck and subsequently there were a risk of fracture of the stem. (B)(4). As a consequence, the root cause of the neck fracture is the etching located on the neck. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.